Event description:
The reporter indicated the surgeon implanted an evo icl implantable collamer lens into the patients eye. At one month post-op, the patient was complaining of glare and the lens remained implanted. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
Claim # (B)(4).